Event description:
It was reported that that patient had an infection and that the device was going to be removed. It was noted that the event occurred post-op. It was further noted that the actions required as a result of the event included an explant which was planned to take place (B)(6) 2013. It was further noted that the patient status was alive with no injury. Additional information received reported that the infection was located at the pocket site. It was noted that the plan had changed and the family did not want the patient without the implantable neurostimulator (ins). It was further noted that the approach for the day following report was to explore the wound and try to suppress and treat the infection without removing the device.

Manufacturer narrative:
Product ID: 3387-40, lot# j0230891v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748266, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).